Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with no delivery so he changed his infusion set. After the customer changed his infusion set his blood glucose exceeded 400 mg/dl; the pump did not alarm with no delivery this time. The customer removed the second infusion set and discovered a bent cannula, so he treated his high blood glucose with manual insulin injections. Troubleshooting was declined since the event occurred a month prior to the call. The customer's mother was advised to contact the 24-hour helpline if she or her son had any questions or concerns. The insulin pump was not returned or replaced.